Manufacturer narrative:
(B)(6). (B)(4). Visual inspection of the returned catheter found the balloon kinked approximately 146cm from the distal end. The guide wire lumen looks buckled in the balloon near the vacuum port on the shaft. The blue strain relief is kinked approximately 18mm from the manifold plastic body and approximately 18mm on the shaft from the manifold strain relief exit. During functional testing a flashing check catheter error light occurred; however no error code was recorded with the test inflation unit. A leak test was performed and revealed a tear in the outer balloon approximately 2mm long on the outer balloon. No leak was found on the inner balloon. Disassembly of the inner and outer balloons revealed a buckled guide wire lumen and a broken thermocouple wire. The leak on the outer balloon, buckled guide wire lumen, and broken thermocouple wire could have attributed to the check catheter light error and the system to shut down. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during a cryoplasty treatment procedure the catheter error light came on. The lesion was located in the superficial femoral artery. It is noted that during testing everything tested fine. The physician advanced the .035 - 5x150x120 polarcath balloon to the lesion and pushed the start button to begin the treatment cycle and the check catheter light came on and the system shut down. The system was rebooted at least three times and with each attempt to start the treatment cycle the same error message was received. The procedure was completed with another .035 - 5x150x120 polarcath balloon. No complications were reported and the patient's status is ok. However, the returned product analysis revealed that there was a tear in the outer balloon.